Event description:
It was reported that remodulin had leaked out of the package upon delivery. Additionally, the patient advised that two cassettes were not functioning properly. The lot numbers and expiration dates of the cassettes were not provided, and it was unknown whether the spilled medication contributed to the cassette malfunctions. The product fault did not occur while in use with the patient. The patient had access to a backup device to switch to. The patient was able to successfully continue the infusion. The infusion was life-sustaining, and the event was resolved.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.